Event description:
Baxter (B)(4) received a report that an infusor had delivery stop during patient use. The hospital observed flow after the device was filled and initially connected to the patient. The device was filled with a 99.5 ml solution consisting of 77.5 ml of fluorouracil and 22 ml of saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 100 ml of solution in the reservoir. The reported condition of delivery stoppage was confirmed. Visual examination of the device showed no signs of blockage in the delivery tubing or the reservoir that could have caused the reported condition. However, flow was not readily observed at the luer despite several attempts of force priming. The root cause of the reported condition was determined to be microscopic air bubbles blocking the fluid path in the flow restrictor. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.